Event description:
A home patient reported dry minicaps home patient stated, the sponges were yellow in color but did not have enough betadine in them. Home patient stated, no trace of betadine in the tubing at the beginning of treatment. The home patient reported no pt injury or medical intervention associated with these incidents.